Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, it was reported that the patient is in constant pain and the implant appears to have receded per x-rays following a stumble approximately 3 weeks post-op. The films show bone on bone contact.